Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "intermittently the cartridge will not slide onto the pump" and that the customer's blood glucose (bg) levels were "erratic." Bg values were not provided. Customer declined to troubleshoot with tandem technical support.